Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2017, the patient reported dyspnea and was hospitalized due to mild cardiac decompensation reportedly due to valvular stenosis. The patient's diuretics were increased and the patient was discharged on (B)(6) 2017 and told to follow up in (B)(6) 2017. On (B)(6) 2017, decreased leaflet mobility of the 23mm trifecta valve was reported and a tavi procedure using a 23mm edwards sapien 3 was implanted to resolve the issue. The patient is reported to be stable. Patient identifier, age, and weight are protected under local privacy laws, and therefore is not recorded. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2017, the patient reported dyspnea and was hospitalized due to mild cardiac decompensation reportedly due to valvular stenosis. The patient's diuretics were increased and the patient was discharged on (B)(6) 2017 and told to follow up in (B)(6) 2017. To date, no additional intervention has been performed.